Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. Evaluation identified that the top trim required replacement. No other repair notes were available at the time of complaint closure. Root cause analysis: the reported complaint could not be confirmed. The issue of this lightsource overheating was most likely due to damage to the mirror and mirror holder caused by rough handling/environmental damage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating and emitting smoke. The device was not in contact with a patient. No injury, death or surgical delay was reported.